Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 412 mg/dl and current blood glucose level was 341 mg/dl. The customer reported insulin pump received no delivery alarm and it was resolved by complete set change and found that the infusion and reservoir had occlusion. The customer reported that she was sick and had high blood glucose level. It was found that the pump was working as design. The insulin pump will not be returned for analysis.